Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or check valve. The sample passed leak testing. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 15ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. The complaint can be confirmed for foreign matter contamination. The exact root cause cannot be determined. The foreign matter likely contributed to the initial air leak the user experienced. The operations quality engineer was notified about this issue and a non-conformance (nc) was initiated. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: resource nurse. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the procedure performed was a coronary percutaneous coronary intervention (pci) via right radial. At end of procedure, the physician placed the tr band and inflated the device using the provided syringe. Introducer sheath was removed, and the band was titrated to appropriate amount of air in balloons. Upon removal of syringe, the balloons immediately deflated, and bleeding occurred. Air was reinserted into band; however, it would not hold. The band was removed, and another band was applied. A small hematoma formed which was treated. No surgical intervention was required. Additional information was received on 15aug2024: other devices used in the access site was a 6 french terumo r/oii sheath. No treatment was required for the hematoma. The hematoma did not expand further once new angio-seal was deployed. Just monitored site for expansion. The actual size of the hematoma was not measured, it was indicated as small. There was no noticeable damage to the device. The patient was in stable condition, and there were additional issues with recovery.